Event description:
The jetstream g3 was advanced to treat a 10cm lesion located in the superficial femoral artery (sfa) and popliteal. Mild distal embolization was seen following the procedure. Distal emboli was treated with a thrombolytic agent and the pt was fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Distal emboli is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.